Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08740 inches. No excessive no delivery alarms noted. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with stained end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018. Blood glucose level of the patient at the time of hospitalization 256 mg/dl. Customer was also experienced high blood glucose value of 456 mg/dl before hospitalization. The customer was treated with insulin drip and manual injection. The insulin pump also had no delivery alarm. Customer declined trouble shooting for high blood glucose and no delivery alarm. The insulin pump will be returned for analysis